Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station stuck on a blue carefusion screen and station was also on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on a blue carefusion screen. A technical support specialist found the station stuck on a blue carefusion screen. Observed that the update agent (agenthost.exe) file failed to launch. Replaced the update agent folder with a copy from a known working station. After rebooting, the application launched automatically and was functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.